Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (2000 mcg/ml, 260.3 mcg/day) via implanted infusion pump. It was reported that the patient complained they had a return of symptoms of spasicity and no change of his symptoms even hcp increased mutiple times the dose. Patient came to the hospital for troubleshooting, xray and catheter access port (cap) procedure were successful, but when hcp tried to refill the pump, the pump was empty. In the interrogation of the pump expected 4.1 ml to find in the reservoir. That time patient remembered to inform hcp that he had an MRI four months ago and from that time symptoms returned. Hcp contact with the hcp who refilled the pump last time and he said that when he interrogated the pump, a motor stall alarm appeared in the screen for seconds,then he re-interrogated and no message appeared even the motor stall recovery. Neither in logs or reports had a step or an information about that. Surgical intervention was not planned or performed. The patient's medical history included multiple sclerosis. The pump was filled with normal saline. The pati ent's status was alive - no injury. The issue was not resolved at the time of report.